Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch # 2032227-2015-46717.

Event description:
The customer reported via telephone call that there was a hospitalization due to low blood glucose. The blood glucose reading was 20 mg/dl. It was found that the bolus delivery had the incorrect time and date. The customer had an artery replacement a couple of weeks before the hospitalization. The customer had overexerted the day of the event. The customer was treated with four shots of glucagon and the blood glucose was brought up to 114 mg/dl. The customer had gone to the same hospital for the same issue on (B)(6) 2015.